Event description:
It was reported that during a suturebridge procedure, the sutures of two devices pulled out indicating the eyelets had broken/split. The peek eyelets were not removed and the surgeon inserted another device in a new pilot hole next to the broken eyelets. No further pt info, and no add'l adverse consequences were reported from this event. This device is used for treatment.

Manufacturer narrative:
The actual complaint devices were not returned for eval. The customer returned unused samples from the same lot involved in the complaint. The returned devices met all specifications. A review of the device history record revealed nothing relevant to the event. This is the first complaint of this type for this part/lot combination. The cause of the complainant's event could not be determined without eval of the actual complaint devices.